Event description:
A malfunction alarm was reported by the customer, identified as malfunction code 12. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer will continue to use current pump for insulin therapy.